Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 9680794-2016-00200.

Event description:
It was reported that in the ER during insertion into the patient's right subclavian, the guide wire kinked. A new kit was opened and tried; however, the same issue occurred. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a female, (B)(6).